Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a needle. The customer reports "needles separated from the hub after needle was withdrawn from vial (epogen)."